Event description:
This complaint is reportable based on the investigation completed on (B)(6) 2009 that revealed stent damage. It was reported that during a coronary artery stenting procedure, crossing difficulties were encountered. The 90% stenotic lesion was located in the very tortuous and severely calcified mid left anterior artery. The procedure was completed with poba only. There were no patient complications and the patient condition is listed as "good". Returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The stent struts on row 1 to 3 were misaligned and pushed distally. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Kink marks were identified on the outer tubing of the catheter for 6.5cm proximal from the proximal markerband. A kink was also identified on the hypotube approximately 38.5cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for the batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).